Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharged their scs system as recommended for several months and as a result stimulation was lost. Reportedly, the ipg will no longer communicate with the patient programmer and became inoperable as indicated by the error message displayed on the patient programmer. Follow-up revealed surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.